Event description:
It was reported that during a gastric procedure, the teflon pad detached. No pt consequence reported. The procedure was completed with another like device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.